Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the pneumatics performance test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the iabp unit failed the pneumatic performance test. To fix the issue, the fse replaced and installed a 5000hr pm kit, and the unit thereafter successfully passed the pneumatic performance test and all values were within specification. The fse further performed a full pm, calibration, as well as functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra- aortic balloon pump (iabp) failed the pneumatics performance test. There was no patient involvement, and no adverse event reported.